Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, the pump powered on with a cs 069 alarm that would not clear. Further testing was not able to be performed due to the alarm at power up. The black box was unable to be downloaded. The complaint of a cs 064 call service alarm issue was not able to be adequately investigated or confirmed. Unrelated to the complaint, the pump was opened and evidence of moisture ingress and corrosion was observed throughout the inside of the pump. A leak test confirmed a leak around the display lens. A crack in the battery compartment was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.